Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Patients information: unk. Labeled for single use: off label use age>45 acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -17.0/1.5/161 sphere/cylinder/axis was implanted into the patients left eye (os) on (B)(6). The lens was intraoperatively implanted and removed due to excessive vault. The problem was resolved. The cause of the event is unknown.